Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during implant the setscrew did not produce clicking sound when tightened. The physician removed and reconnected the lead several times but no clicking sound was heard. The lead was implanted as the measurements were good.